Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to being in coma on (B)(6) 2020 with an unknown blood glucose level. The customer reported that he had bolused himself with 10 units a night before, went to sleep and did not wake up. His wife found him, he was in coma and was admitted to the hospital. The customer does not know what treatment was given to him. The customer stated that earlier the blood glucose level was fallen low but this time it was much worse than the first time. The insulin pump will not be returned for analysis.